Event description:
The field service engineer reported on behalf of the customer, the gastrointestinal videoscope exhibited channel blockage due to foreign material during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned, the reported allegation was confirmed and the foreign material was removed. Additional findings include the following: angulation in the up direction is out of standards due to worn of angle-wire, liquid leaks due to deformation of r/l (right/left) knob, liquid leaks due to deformation of u/d (up/down) knob. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the channel was unable to be identified. Olympus will continue to monitor field performance for this device.